Event description:
The customer stated that the drive support cap is loose. The customer taped the cap so that he could continue using the device. Found that the customer is using an insulin pump that was sent to him as a replacement until he received his upgrade. The customer has already received the upgrade, but has not started using it. Advised the customer to discontinue using the current insulin pump, and begin using the upgrade. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.